Manufacturer narrative:
(B)(4). This complaint reported for a patient line over filling during priming was not confirmed and no root cause was determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that the patient line was over filling during priming on the homechoice (hc) machine. The technical service representative (tsr) advised the home patient (hp) to make sure there was only the heater bag on the cradle at the time of prime and to make sure the top of the patient line in the organizer was equal to the top of the heater bag. The hp understood and would try again that night. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
During a follow up phone call by product surveillance to the home patient (hp) on (B)(6) 2010 regarding the overpriming issue, it was revealed that she had resumed therapy without issues, and added that she stacks the additional bags on top of each other. The hp did confirm that she only has only one bag on the heater pan. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. The hp is doing fine and continuing therapy.